Event description:
Caller indicated the meter was reading high. A nurse checked a resident's blood sugar at 6pm and it read 70. Because the resident was having symptoms they transported to the hospital, where the resindent read 11 and was given sugar. The regional nurse was not present when this incident happened. She could not confirm that venous blood was not used on the meter. The patient is on unknown meds. This happened in the evening, but it is unknown what was consumed prior to the incident. Strips not available, but code in the meter was 746. Not known what the storage conditions are or if controls are used.

Manufacturer narrative:
The meter involved in incident was returned, but the test strips were not returned. The returned meter was evaluated with retention samples of the same lot of test strips involved in the incident, and performed to specification.